Manufacturer narrative:
Unit received with device heating up and blank display due to corroded battery tube. Unable to verify failed battery alarm due to blank display noted. (B)(4).

Event description:
Information received by medtronic indicated the insulin pump has a failed battery test alarm. Blood glucose reading at the time of the event was unknown. The insulin pump will be returned for analysis.